Event description:
It was reported that the patient presented for surgery with diagnosis of prior l4-s1 non-instrumented fusion, adjacent segment degeneration, l2-3, l3-4 stenosis and listhesis. The patient underwent a procedure for l1-l4 posterolateral fusion with pedicle screw fixation using rhbmp-2/acs, local bone and iliac crest, cancellous chips, external bone stimulator. Bmp was placed in the bone void defect. At 23 months post-op there was dislodgment/migration of the implant. At 25 months post-op the patient underwent additional surgery for hardware removal and revision fusion l1-l4 with bmp and synthetic bone graft.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).